Event description:
On (B)(6) 2014, the reporter contacted animas alleging a keypad issue: tactile changes/unresponsive. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The reporter contacted animas alleging the keypad was damaged. There was no allegation of a keypad tactile response issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/05/2014 with the following findings: the keypad was found to be missing. Evaluation revealed that the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under ok key contact. Unrelated to the complaint, the display was found to be dim and discolored. The bolus button cover was torn and missing the white slug.